Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise was observed in the electrograms. Lead damage suspected. The lead was explanted.